Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged nose irritation, respiratory tract irritation, dizziness, headache, asthma, inflammatory response. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged nose irritation, respiratory tract irritation, dizziness, headache, asthma, inflammatory response. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that unknown brown dust-like contamination near air inlet accessory area on the outside enclosure. Slight dust-like contamination and hairs/fibers in the air output port, along with potential mineral deposit stains. Gray and black (inconsistent with degraded sound abatement foam) dust-like contamination and hairs/fibers at the air inlet of the blower box. Unknown light brown stains on the back of the ui (user interface) panel and on the back panel. Bottom enclosure had dust-like contamination and hairs/fibers in it black contamination, consistent with keratin, at the air outlet of the blower box. Dust-like contamination on the top, on the bottom, and inside of the blower motor. Blower motor had many potential mineral deposit stains on the bottom of it and inside of it, indicating potential water/liquid ingress. Dust-like contamination and hairs/fibers in the blower box, along with unknown light brown pieces of contamination. Blower box had many potential mineral deposit stains in it, indicating potential water/liquid ingress. Manufacture can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. Manufacture was not able to confirm the complaint or address the symptoms specified. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust/dirt contamination and water marks.in the device and are consistent with being from an external source. Section h evaluation method code, component code grid, evaluation results code and conclusion code grid has been updated.